Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to remove abutments and place cover screws on (B)(6) 2012. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was treated with amoxicillin for an infection around the implant site.